Manufacturer narrative:
It was reported that the IV tubing cracked. Received one used extension set model me2017 lot unknown. The extension set was attached with one green curos cap at the male luer. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection observed that half of the male luer (p/n 1001-085-004) fixed collar was broken off from the base of the collar. Closer inspection under magnification also observed signs of stress marks at the break site. The male luer tip had white discoloration after removing the alcohol cap. No other anomalies were observed. Functional testing was not deemed necessary due to the broken male luer fixed collar and the disconnections at the luer that would occur. Bd/tj manufacturing is aware of this type of damage to the male luer component (p/n 1001-085-004). Bd r&d, product engineering and infusion disposables determined that the cracking and disintegration of the male luer can be caused by high amount of alcohol possibly from the use of alcohol cap/tip products. Bd has suggested the use of alternative extension sets to better meet the clinical needs and withstand the use of alcohol products. Equipment used (inspection performed on 18aug2020). - optical ram-cnc, eq08204, calibration due date: 05feb2021. A device history record could not be performed due to no lot number was provided by the customer. H3 other text : see h10.

Event description:
It was reported that 60 in ultra minibore extension set tubing cracked. The following information was provided by the initial reporter: material no.: me2017 batch no.: unknown. It was reported the IV tubing cracked.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 60 in ultra minibore extension set tubing cracked. The following information was provided by the initial reporter: material no.: me2017 batch no.: unknown it was reported the IV tubing cracked.